Event description:
Pump sn 610897 was returned to intuvie for evaluation of a separate, non-reportable issue. During service testing, the device failed the 30 psi occlusion test, alarming at 17.250 psi, which is below the acceptance range of 22¿38 psi. The failure was identified during service testing only. No patient involvement or adverse event occurred.

Manufacturer narrative:
A review of intuvie¿s service records was conducted and no prior service events documenting the same failure mode were identified for this device. Complaint history was also reviewed, and no previous complaints associated with the reported failure were identified. The 30 psi occlusion failure identified during service testing was corrected by recalibration of the 30 psi value from 344 to 305. Following recalibration, the device met applicable performance specifications. The probable cause of the failure was determined to be the device being out of calibration. This failure type is being evaluated under a CAPA that was opened to further investigate occlusion-related failures identified during testing. Refer to (B)(4).